Event description:
In 2006, a multi-trauma patient presented with a ruptured thoracic aortic aneurysm and underwent emergent repair of the rupture using the gore tag thoracic endoprosthesis. Three days post-implantation a study showed the device had collapsed. A second procedure was performed on the event date, to repair the collapsed device using a cp stent. The patient tolerated the procedure.